Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) was failing pneumatic module leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(6). A getinge fse evaluated the iabp unit, replaced the safety disk drive side to fix the reported issue. The fse then performed a full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The suspected faulty safety disk drive side was sent to getinge's failure analysis and testing (fat)for evaluation. A senior repair technician inspected the safety disk drive side. The nrc could not verify the failure of the safety disk. No failure reported of the membrane differential pressure with the results of 4mmhg. Factory specification is +/- 6mmhg.sending the safety disk to sustaining engineering for failure analysis per procedure 0002-07-d008 rev aj. This part is no longer going to sustaining for further analysis. The investigation is completed. Retaining this part in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.